Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: other details pump alarming for air; writer disconnected the patient from the pump and primed the air out. Then "device alarm 2132". Per pump, writer removed tubing and turned pump off and removed pump from service. New pump introduced and kphos restarted (but unable to adjust volume). Problem with pump being reported alarm. Alarm events air in line: not visible and unresolved. Impact to patient: delay in treatment, interruptions to clinical care due to time required to resolve alarms, risk for drug reactions/side effects with too rapid of an infusion, under dosing of ordered medication/fluids. Action(s) taken changed out pump (isolate and send to bioengineering department). Medication/fluid kphos 30 mmol. IV rate 5 mmol/h.